Event description:
Complainant alleged that clinicians were monitoring a pt (age unknown) for an unknown period of time with the device on battery power. When the pt coded, the device was charged to an unknown joule setting and failed to discharge with defib electrode pads attached. Complainant indicated that the clinician switched from pads to paddles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was removed from service and brought to the facility's biomedical dept for eval. The malfunction could not be duplicated at that time.